Manufacturer narrative:
Additional narrative: there was no reported patient involvement. Device was received broken on (B)(6) 2015; it is unknown when the device broke. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 08, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the set was returned by the customer, the drill came broken. The client was not aware that the drill bit was broken so it is unknown when the device broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation has shown that the centering tip of the drill bit is broken off. The broken tip was not returned. The drill bit presents with wear marks, such as scratches and nicks, over the entire cutting flutes of the device. The review of the device history record revealed that this instrument was manufactured in july, 2015 according to the specifications. The parts conformed to dimensional and hardness specifications at the time of manufacturing and passed inspection requirements. Diameter of the drill bit shaft measures 3.18 mm, which comply with the specifications. The drill bit is made from hardened and tempered stainless steel and is manufactured in compliance with the international standards for surgical instruments. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings, it is likely that a mechanical overload caused the tip breakage. No indication for material or design related issue device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.